Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155009.

Event description:
Voluntary medwatch received states that signal artifact and impedance problem was noted along with reported symptom of syncope. No intervention or adverse effects were reported.